Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer inadvertently entered 0.09 instead of 0.9 as a basal rate setting. Blood glucose was 180 mg/dl. Contact corrected basal rate.